Manufacturer narrative:
No supplemental sample information was provided by the customer. Per the customer, qc was running low before the event. Investigation is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) erroneously low patient sample result from the phosphorus (phosm) module. The initial result yielded 0.26 mmol/l. The sample was retested on an alternate instrument and produced a result of 0.88 mmol/l, which was reported out of the laboratory. Patient treatment was not affected in this event.